Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 589 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with insulin drip and fluids during hospitalization. The customer had multiple blood glucose values such as 600 mg/dl, 400 mg/dl. The customer did not experience any symptoms related to high blood glucose level. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.